Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. As the pump was being used for demonstration purposes; customer's blood glucose was not impacted. Pump was replaced.